Event description:
A healthcare professional (hcp) later reported that perioperative and intravenous antibiotics were administered. The patient did not have meningitis. They had swelling, pain, and incisional wound opening. The primary location of the infection was the device pocket. A culture was taken from the device pocket for staphylococcus simulans. The infection resolved, and the patient did not experience drug withdrawal. Risk factors before implantation of the device included corticosteroid use and debilitated status.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4) implanted: (B)(4) 2007, explanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient¿s pump was removed a month or so after implant due to staph infections. It was unknown what drug the pump contained. The patient¿s outcome was requested in addition to any additional interventions that occurred.